Manufacturer narrative:
For device turning itself on, cause unk.

Event description:
Stimulation was uncomfortable to the pt. The pt was unable to turn stimulation down with the pt programmer. The hcp would turn stimulation to 0.0 volts, but the device would turn back on when she left the hospital. The pt had an appointment to have the device replaced. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.